Event description:
The following has been reported: biomed reported: (B)(6). Confirmed pump problem. Resistor drive assembly spring and bearing issue. Found during investigation: compression spring (coupler gear) stuck on bushing from too much loctite. Replace bushing. Lever will not open. Rehome motor and compressed override arm when reassembling motor. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing - final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 18:30 06/01/2026. Pulled from heratherm @ 06:30 06/02/2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety - passed. Return to service. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.